Event description:
It was reported that the device would intermittently not operate on battery power. The customer also stated that the device sometimes would boot up having a white screen. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device but was unable to duplicate the reported failures. Physio loaded the current software and a performance inspection procedure was performed. Proper device operation was observed. The device was returned to the customer for use.